Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 500 units of insulin. There was no impact to the customer's blood glucose level. Recommendation was made by tandem technical support to fill the cartridge with 480 units per pump labeling instructions.